Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Event description:
It was reported that a patient implanted with an impella 5.5 had bloody stool due to a gastrointestinal bleed so heparin was withheld. The patient remained on impella support.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Reported having blood stools due to a gastrointestinal (gi) bleed on (B)(6) 2025. The source of the bleed was clipped on (B)(6) 2025 but bleeding occurred again on (B)(6) 2025. Impella 5.5 was returned and there was biomaterial around the impeller. No kinks noted or other damages / abnormalities. The root cause of the vascular damage gi bleed was not determined due to insufficient clinical details. D6b explant date added. D9 device returned to manufacturer date added.